Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and that the pump had slightly moved during transfer. The device was found to be located under the pap muscle having a stable flow. Utilization of the echo in repositioning of the pump into a better spot, was unable to be accomplished, therefore, the device was successfully weaned and explanted.